Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Strut row 7 from the distal end of the stent was lifted and pulled in a proximal direction. The remainder of the struts were undamaged. The undamaged crimped stent od(outer diameter) was measured and the results was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element stent was advanced to treat the lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element stent was advanced to treat the lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.